Event description:
It was reported that the user was unable to attach the connector to the cartridge after multiple attempts, and video support identified the connector was oriented to the wrong side of the tubing. The user was guided through the supply change and insulin delivery resumed, consistent with an incorrect procedure related to the infusion set and its connector. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem involving the infusion set connector being attached incorrectly. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.